Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported an alarm 2 due to blockage at the site caused by bent cannula. The symptoms were noticed within 3 hours of insertion. The infusion set was inserted in abdomen. The patient went to the emergency room (ER) and was subsequently hospitalized because the blood glucose was over 550 mg/dl. The patient was admitted to intensive care unit (ICU) and reported high ketones. The patient was treated with IV and fluids of saline and insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.